Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the user interface module (uim) on the avea ventilator started flickering and was faded. The customer replaced the uim and found the ventilator was working satisfactorily. The customer advised there was no patient involvement associated with this event.